Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle had delayed retraction. The following information was provided by the initial reporter: it was brought to the attention of the materials manager that they had multiple IV catheters that had a delayed retraction and increase risk of staff injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-apr-2023. H6: investigation summary: bd received four sealed 22 gauge insyte autoguard units from lot 2284590 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer attempted to retract each unit but noticed a slight delay in their retraction. Each unit was determined to be outside of product specifications. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by excessive gel inside of the spring cavity.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ shielded IV catheter 22ga needle had delayed retraction. The following information was provided by the initial reporter: it was brought to the attention of the materials manager that they had multiple IV catheters that had a delayed retraction and increase risk of staff injury.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.